Event description:
The following was reported to hamilton medical ag: erroneous low oxygenb alarms. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: erroneous low oxygenb alarms. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective o2 mixer assembly and the o2 mixer assembly was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the o2 mixer assembly could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: erroneous low oxygenb alarms. No patient harm or consequences.